Event description:
It was reported that the target lesion was in the left main trunk, with a vessel diameter of 4.0 mm, and a lesion length of 15 mm. The vessel had no tortuosity, was mildly calcified, concentric, with a 75% stenosis. After a bmw universal guide wire crossed the lesion, predilatation was performed with the 2.0x12 mm trek; however, the balloon ruptured on the first inflation of 10 atmospheres for 5 seconds. A non-abbott balloon was used for predilatation and a non-abbott stent was deployed to complete the procedure. The device was soaked and prepared outside of the patient anatomy prior to use. There was no reported resistance during advancement or retraction of the device from the patient. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal. Guide cath: axess 7f jl3sst-sh. Evaluation summary: the catheter was returned with blood and contrast in the inflation lumen and the balloon was loosely-folded, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the catheter, but the balloon lost pressure due to a pinhole in the balloon located 3 millimeters distal to the proximal balloon marker, confirming the reported incident. Additionally, there were scratches visible on the outer surface of the balloon adjacent to the pinhole, which may indicate that the balloon experienced mechanical damage at some point. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Additional follow-up information received from the account stated that the balloon was initially soaked and prepared outside of the body per the instructions for use. As there were no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was mildly calcified and 75% stenosed, which likely contributed to the reported difficulty. The balloon material likely became damaged (scratched) from interactions with other devices and/or the calcified lesion such that upon inflation attempt, the balloon ruptured. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record (ncmr) issues associated with this lot that could have contributed to this incident. All lot release testing met specification. Additionally, a query of the complaint handling database indicated no similar incidents for this lot. Based on the investigation, there is no indication of a product quality deficiency.